Event description:
The customer reported the pt attempted to get up to go to the bathroom. The pt fell on the side of the bed and broke his hip. The customer stated the alarm never went off to alert them.

Manufacturer narrative:
A posey company rep visited the site and confirmed that the yellow wire in the cable of the sensor pad was broken and was exposed. The customer declined to return the product involved in the event for further evaluation of possible additional wire damage. The labeling requires that the alarm and sensor pad be tested prior to use with a pt.